Event description:
A caregiver (cg) reported receiving an unknown system error during the use of the homechoice (hc) device. The cg turned the device off and continued to have the home patient perform therapy using their previous hc. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review was performed and revealed no issues that could have caused or contributed to the reported event. The reported event could not be verified and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.